Event description:
The customer reported to baxter (B)(4) a patient that pulled the line out and the tubing separated from the male luer slip. This incident occurred with the catheter extension set. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
One actual sample was received for the separation condition. The reported condition of a separation was confirmed. There was a separation from the male luer slip observed. A hard solvent ring was observed on the tubing. Dimension testing was performed with no abnormality observed. A root cause could not be determined, as it was indicated in the report that the separation was caused by the patient pulling on the line. This anomaly is unlikely to be within the scope of the manufacturing facility. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).